Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on the homechoice (hc) machine during an unknown phase of therapy. The hp had cleared the alarm prior to calling. Nothing unusual was noted with the setup that could contribute to the alarm. The technical service representative (tsr) reviewed the alarm log and explained the alarm to the caregiver (cg). The hp had already finished therapy with manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.